Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's board kit and wire harness were replaced to address the issues. The internal battery was cycled. Customer cancelled repair and device to be returned unrepaired. Additionally, incoming inspection per pur5103123v02 shows damaged front, rear, top, and base enclosures, as well as incorrect labeling on the obm housing, and missing power cord, cord clamp, and threaded cap. Additionally, inspection found significant yellowing in the obm tubing. Ctq inspection shows damaged enclosure seal.